Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported to their country representative in the (B)(6) that they had a patient with high lead impedance on their normal mode diagnostic testing. High impedance: (B)(6) 2010, 10.000 ohms. The patient was also having hoarseness with stimulation on time and shortness of breath with stimulation on exertion. The patient's vns has been programmed off. The patient did not have efficacy with their seizures with the vns so at this time, no revision surgery is planned. X-rays are going to be sent to the manufacturer for review. The patient plays hockey so it is possible he had a fall that may have attributed to their high lead impedance.